Manufacturer narrative:
Result of investigation: upon evaluation of the returned device, the reported problem could not be reproduced. The signs of wear from blade, housing and plug are appropriate to the age and period of use and do not pose a problem. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device working intermittently going on and off during intubation. The screen on cmac system blanking on and off and connection issues. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).